Event description:
The customer reported via phone call that their buttons were hard to push. Customer also stated the buttons did not appear to be raised like their old insulin pump. The customer's blood glucose was unknown at the time of the keypad issue. Customer was advised their insulin pump will be replaced. The customer's insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. No unresponsive buttons, no moisture damage or corroded keypad traces noted. The connector at lcd board was inspected and no anomaly was noted. The insulin pump has cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.